Manufacturer narrative:
Age at time of event: 18 years or older. Device evaluated by MFR.: the device was not returned for analysis. The batch number is unknown and the manufacturing records for the complaint device could not be reviewed. The root cause is anticipated procedural complications as this event is a known physiological effect of the procedure and is noted within the dfu. (B)(4).

Event description:
It was reported that the patient had bradycardia. A angiojet® zelantedvt¿ catheter was selected for a thrombectomy procedure in the inferior vena cava. During the procedure, the patient had bradycardia after 30 seconds of device use. Total run time was 132 cc and then they stopped using the device. Contrast and power pulse were used. There were no device issues. The procedure was completed with this device and the patient was fine.